Manufacturer narrative:
Concomitant medical products: cook fusion quattro extraction balloon, fs-qeb-a. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user to do the following: "for best results, wire guide should be kept wet." Failure to flush the wire guide can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion preloaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), fusion pre-loaded with acrobat wire guide sphincterotome. The wire stripped it's coating. The following additional information was received on 09-september-2018: the coating damage of the wire was around the 25 cm marker. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The quantities of devices were inadvertently left out of the initial report in the description of event. Section b5 description of event or problem has been corrected to reflect two (2) devices were used. Investigation evaluation: device one (1) - the sphincterotome associated with this device was not included in the return of the device. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the returned wire guide was performed. The wire guide tip was kinked at approximately 4.5 cm from the distal end. Bare core wire was observed between 21 cm and 26.9 cm from the distal end. Wire guide coating had peeled and folded over itself between 14.8 cm and 21 cm from the distal end. Due to the condition of the returned device it cannot be determined if any section of the coating is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device two (2) - the sphincterotome associated with this device was not included in the return of the device. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the returned wire guide was performed. The wire guide tip was kinked at approximately 3.5 cm from the distal end. Bare core wire was exposed between 26.7 cm and 28.2 cm from the distal end. Wire guide coating had bunched up between 28.2 cm and 29.2 cm from the distal end. Due to the condition of the returned device it cannot be determined if any section of the coating is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the wire guide subassembly does contains a nonconformance that could potentially be related to wire guide damage.the device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Therefore, it is unknown how or at what point the wire guide damage occurred. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to do the following: "for best results, wire guide should be kept wet." Failure to flush the wire guide can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion preloaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two (2) cook fusion pre-loaded with acrobat wire guide sphincterotomes. The wire stripped it's coating. The following additional information was received on 09-september-2018: the coating damage of the wire was around the 25 cm marker. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.